Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was breached at 20.7 cm to 21.7 cm from the connector pin and the proximal coil was damaged in multiple regions, due to clavicular crush. The distal insulation was breached below the crush region. The damage to the distal insulation which resulted in shorting of the coils would account for the reported noise and potential oversensing.

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise. The proximal insulation was breached. The lead was removed and replaced.